Manufacturer narrative:
Method - review of device history, complaint history. Device history review indicated the reported device was manufactured with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding a broken crimp tool. No other events have been reported for the involved lot ID. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "dall miles crimper would not crimp the dall miles troch grip."